Manufacturer narrative:
The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a second degree pad site burn after a procedure utilizing a forcefxc unit and a non-medtronic patient return electrode. The burn was 8mm x 15mm superficial partial thickness burn. The customer reported topical treatment was utilized on the wound. The current patient status was reported as deceased. The facility indicated that the current patient status was unrelated to the pad site burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.